Event description:
It was reported that a malfunction occurred on the pump, displaying a resettable malfunction code. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to call back if any issues reoccur.